Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat an unknown vessel. A hi torque (ht) balance middleweight (bmw) universal ii guidewire separated during the procedure. The dislodged [separated] portion of the ht bmw guidewire was retrieved. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequently, it was noted that upon removal of the intravascular ultrasound (ivus), it got caught with the ht bmw guidewire, the ht bmw guidewire tip separated and both the ivus and guidewire along with the guidewire tip were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that an intravascular ultrasound (ivus) catheter met resistance with the guide wire during removal. Analysis of the returned wire confirmed the outer diameter was within specification. Additionally, a kink was noted on the distal portion of the wire. A kink could impact the wires maneuverability through an accessory device. It is possible that the wire became kinked during use, resulting in the catheter experiencing resistance during removal. Analysis of the wire confirmed the separation at the distal end of the hypotube. The fracture face was noted to be jagged. This type of separation is consistent with manipulation at a kink. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B1 correction: adverse event removed. B2 correction: required intervention removed. B5: additional information . H1 correction: serious injury removed . H6 correction: code 4641 removed.